Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not specified if the patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; therefore, a device analysis could not be completed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.